Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with a heart rate in the 30's. A review of device functionality was performed. Patient is dependent on pacing. Out of range right atrial impedances were found. The patient's right atrial (ra) lead is not a boston scientific product. The reports revealed that the device was operating as programmed; however, further review and troubleshooting was recommended. No further adverse patient effects were reported. This product remains in-service.